Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited high out of range shock impedance measurements. No other information was provided. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited high out of range shock impedance measurements. No other information was provided. No adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead was explanted and replaced with a new rv lead, which remains in service. A return request is being sent to the field. No additional adverse patient effects were reported.